Manufacturer narrative:
The reported device has yet to be returned to conmed for evaluation. If the device is received in future, an evaluation will be conducted and a supplemental report will be filed. To date, this complaint is unable to be verified. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. This is the only complaint against this lot. A two-year historical complaint review revealed 13 similar complaints have been received for the device family. (B)(4). To prevent the problem from recurring and to reduce the risk of potential patient injury, the instruction for use provide the following information. -avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported while using a spectrum suture hook, the hook broke in the patients joint. The broken piece was not detached until it was fully removed from the patient. All pieces/fragments have been retrieved. The procedure was completed as intended with the use of an alternative device. No patient injury was reported. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.